Manufacturer narrative:
An event regarding crack/fracture involving an mako impactor was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been 01 other event for the lot referenced. Conclusions: neither the event was confirmed nor the root cause could be determined because the device was not returned for evaluation and insufficient information was provided. If the device and/or additional information is received, this investigation will be reopened and re-evaluated.

Event description:
The blue tip on tibial impactor broke while implanting.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The blue tip on tibial impactor broke while implanting.